Manufacturer narrative:
The manufacturer previously reported the sensor board cable was reconnected to address a "service required" alarm condition. During further evaluation of the device at the manufacturer's service center, the sensor board was also replaced to address the issue.

Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's sensor board cable was found to be disconnected. The cable was reconnected to address the issue.